Event description:
The .018" wire guide was being utilized during a drainage procedure. When the dr pulled out the wire guide after passing it through the needle, dr found it was broken. The distal portion of the wire guide remained in the pt's biliary duct. No attempt will be made to retrieve the separated segment.